Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('long coiled piece of gray metal wire') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with nsaids, paracetamol (acetaminophen), bilateral salpingectomy and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, psychological trauma, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, post procedural complication and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff have received treatment for psych injury if no removal planned, select reason(s): unable to afford surgery. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Patient have received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: medical record received. Event device breakage was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('long coiled piece of gray metal wire/remainder of right coil remained in uterus') and pelvic pain ('physical pain/severe pelvic pain'). In an adult female patient who had essure (batch no. 663253), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no other history of chronic pain syndromes. Does not routinely take pain medications. Concurrent conditions included: hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("worsening dysmenorrhoea"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy, hysteroscopic removal of residual right sided coil). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, psychological trauma and post procedural complication outcome was unknown. And the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Discrepant information received, regarding essure confirmation test in earlier summons hsg reported. And as per current pfs, plaintiff did not undergo essure confirmation test. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, confirmed that the essure device was successfully occluded. Lot number#: 663253, manufacture date: 2009-07, expiration date: 2012-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021, quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff have received treatment for psych injury if no removal planned, select reason(s): unable to afford surgery. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Patient have received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event "post procedural complication "was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.